Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), ovarian cancer ('tumor / teratoma / cancer type: ovarian cancer'), omentectomy ('omentectomy'), appendicectomy ('appendectomy') and thrombosis ('blood clots') in a 46-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section from 2002 to 2008, dyslipidemia, carcinomatosis, polycystic ovaries and blood pressure high. Previously administered products included for an unreported indication: progestin and ortho norum 777. Concurrent conditions included diabetes since 2014 and hypertension since 2008. Family history included blood pressure high (*mother), heart disorder (*mother), hypertension (*mother) and diabetes (*father). Concomitant products included metformin since 2012 for diabetes, lisinopril since 2012 for hypertension as well as warfarin since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and underwent omentectomy (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On (B)(6) 2016, the patient was found to have ovarian cancer (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ menorrhagia heavy about one year") and abdominal pain upper ("left side of my stomach"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), visual impairment ("vision/eye problems type: visual impairment."), polycystic ovaries ("polycystic ovarian syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown"). The patient was treated with oophorectomy (bilateral removal of ovaries) and surgery (hysterectomy with bilateral salpingo-oophorectomy - exploratory laparotomy, debulking of tumour). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, thrombosis and menorrhagia had resolved and the ovarian cancer, omentectomy, appendicectomy, vaginal haemorrhage, abdominal pain upper, visual impairment, polycystic ovaries, dysmenorrhoea, dyspareunia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, appendicectomy, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, omentectomy, ovarian cancer, polycystic ovaries, thrombosis, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received: new events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: unknown, blood clots. Event onset date, event outcome were added. Reporter information were updated. Patient history, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), ovarian cancer ('tumor / teratoma / cancer type: ovarian cancer'), omentectomy ('omentectomy') and appendicectomy ('appendectomy') in a 46-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section from 2002 to 2008, dyslipidemia, carcinomatosis, polycystic ovaries and blood pressure high. Concurrent conditions included diabetes since 2014 and hypertension since 2008. Family history included blood pressure high (*mother), heart disorder (*mother), hypertension (*mother) and diabetes (*father). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient was found to have ovarian cancer (seriousness criterion medically significant), 4 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain upper ("left side of my stomach"). On an unknown date, the patient underwent omentectomy (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant) and experienced visual impairment ("vision/eye problems type: visual impairment.") And polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with oophorectomy (bilateral removal of ovaries) and surgery (hysterectomy with bilateral salpingo-oophorectomy - exploratory laparotomy,debulking of tumour). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved and the ovarian cancer, omentectomy, appendicectomy, vaginal haemorrhage, menorrhagia, abdominal pain upper, visual impairment and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, appendicectomy, menorrhagia, omentectomy, ovarian cancer, polycystic ovaries, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), ovarian cancer ('tumor / teratoma / cancer type: ovarian cancer'), appendicectomy ('appendectomy') and omentectomy ('omentectomy') in a (B)(6) year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section from 2002 to 2008, dyslipidemia, carcinomatosis, polycystic ovaries and blood pressure high. Concurrent conditions included diabetes since 2014 and hypertension since 2008. Family history included blood pressure high (*mother), heart disorder (*mother), hypertension (*mother) and diabetes (*father). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient was found to have ovarian cancer (seriousness criterion medically significant), 4 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain upper ("left side of my stomach"). On an unknown date, the patient experienced visual impairment ("vision/eye problems type: visual impairment.") And polycystic ovaries ("polycystic ovarian syndrome") and underwent appendicectomy (seriousness criterion medically significant) and omentectomy (seriousness criterion medically significant). The patient was treated with oophorectomy (bilateral removal of ovaries) and surgery (hysterectomy with bilateral salpingo-oophorectomy - exploratory laparotomy,debulking of tumour). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved and the ovarian cancer, vaginal haemorrhage, menorrhagia, abdominal pain upper, visual impairment, polycystic ovaries, appendicectomy and omentectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, appendicectomy, menorrhagia, omentectomy, ovarian cancer, polycystic ovaries, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and medical record received. Medically confirmed case. Lot number added. Reporter and patient demographics were added. Medical history , concomitant disease, family history, laboratory data were added. Updated suspect drug indication. Event injury deleted and new events abdominal pain , vaginal bleeding, menorrhagia, left side of my stomach, tumor / teratoma / cancer type: ovarian cancer, vision/eye problems type: visual impairment and polycystic ovarian syndrome ,omentectomy, appendectomy added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.